Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as readings did not exceed 500 mg/dl or show as ¿high¿ on the cgm. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.